Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Patient underwent mesh implantation for cystocele with paravaginal defect, rectocele. In 2007 patient underwent placement of avaulta anterior and posterior mesh. First additional mesh implant surgery in 2008 patient underwent laparoscopy, adhesiolysis and sacrocolpopexy with biologic mesh (pelvisoft) for apical wall prolapse under general anesthesia. Mesh revision along with second additional mesh implant surgery in 2009: underwent revision of vaginal mesh, anterior colporrhaphy with vaginal vault suspension using, elevate intepro lite mesh, posterior elevate intepro lite mesh, miniarc suburethral sling, cystoscopy, enterocele repair for recurrent pelvic prolapse, vaginal vault prolapse, cystocele, rectocele, stress urinary incontinence under general anesthesia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.